Event description:
Last evening, patient used "reusable cold pack" on their leg, as directed. The pack leaked, and despite the fact that it is labeled "contents non-toxic and non-irritating," a large series of red blisters welled up, resembling a significant chemical burn. The burn caused significant pain and itching, making it impossible for patient to sleeep, and even this evening, more than a day later, the burn is still present and still irritating, and may cause patient to seek further medical attention.